Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A nurse reported that multiple knives exhibited uneven quality in sharpness or cutting quality. Procedure details, patient involvement or patient impact information is unknown. Additional information received clarified that the uneven knife sharpness was noted while making the incision during surgeries. The procedures were able to be completed with the unsatisfactory knives while applying greater than normal pressure. There has been no impact to any patient.